Manufacturer narrative:
It was reported that a ventilator failed safety valve test. A field service engineer changed the expiratory channel printed circuit board (pcb) and the monitoring pcb. The device passed all functional tests. Expired batteries were also replaced. Device logs and the faulty pcbs were sent back for further investigation. The reported issue could be found in the logs, but the date of the device was not valid, so date of event could not be confirmed. The event could not be reproduced using the replaced parts in a reference unit. A failure in the safety valve or its supply circuit can lead to stop of ventilation if the safety vale is not in its predetermined state. Appearance of this failure will be notified to the user by generated high priority alarms and technical error codes. If the fault is present it will be detected during pre-use check. The conclusion in this matter is that the reported problem was confirmed in received device logs, but the issue could not be reproduced with returned goods. As the issue was not reproduced, the root cause could not be determined.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that safety valve was making noise and was not working properly. There was no patient involvement. Manufacturer ref.#: (B)(4).